Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information: per the patient, she had her band placed at (B)(6). She states she had issues immediately after it was placed. She has been trying to get the band removed since 2015 but her insurance will not cover the cost. Her issues include heartburn, vomiting, not being able to eat and her teeth are falling out. She further states it is hard for her to drink water. She has had both an endoscopy and barium swallow. The surgeon stated that the band had slipped it is not in place. It is still in the bariactric area, however, it is sitting on the bottom of her esophagus. All fluid was removed from the band in 2015. The patient stated she recently fell while in (B)(6). At the time of the fall, she felt a pop on her side. The doctor stated he can do a band revision but was concerned that it would slip again. He recommended for her to have the band removed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the patient: ¿medically bulimic from gastr"; they had the realized gastric band placed (B)(6) 2008 from then until now they have had a very rough hard life.